Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The wireless battery module (wbm) was paired with a known good spectrum pump which found the module's wireless connection capabilities inoperable. The device was found out of specification in relation to the reported symptom ¿the wbm is having network issues and is flashing red and white" and evaluation determined the cause to be a failed radio printed circuit board caused by fluid intrusion. The wbm was damaged beyond repair opportunities, and therefore it was completely replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wireless battery module of a spectrum infusion pump was having network issues and caused a flashing red and white screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.